Event description:
A medtronic rep reported a 4.5 cannulated tap that had bone stuck inside. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Lot number not available at time of this report. Device MFR date is dependent on lot number and not available at this time. RMA issued. Part has not yet been received for eval. Replacement part shipped (B)(4) 2011.